Event description:
It was reported that the right atrial (ra) lead is exhibiting undersensing due to a decrease in the intrinsic amplitude of p waves, ranging from 2 mv to 0.6 mv. Technical services (ts) has recommended an adjustment to the atrial sensing. Ts suspected that the underlying cause may be physiological and related to the patient's condition. The patient was admitted to the intensive care unit (ICU) for reasons that remain unidentified. The ra lead continues to be operational, and there have been no reported adverse effects on the patient.subsequently, additional information was received indicating that this ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report includes a correction regarding field d6b explant date.

Event description:
It was reported that the right atrial (ra) lead is exhibiting undersensing due to a decrease in the intrinsic amplitude of p waves, ranging from 2 mv to 0.6 mv. Technical services (ts) has recommended an adjustment to the atrial sensing. Ts suspected that the underlying cause may be physiological and related to the patient's condition. The patient was admitted to the intensive care unit (ICU) for reasons that remain unidentified. The ra lead continues to be operational, and there have been no reported adverse effects on the patient. Subsequently, additional information was received indicating that this ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. Additional information received indicating that this ra lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead is exhibiting undersensing due to a decrease in the intrinsic amplitude of p waves, ranging from 2 mv to 0.6 mv. Technical services (ts) has recommended an adjustment to the atrial sensing. Ts suspected that the underlying cause may be physiological and related to the patient's condition. The patient was admitted to the intensive care unit (ICU) for reasons that remain unidentified. The ra lead continues to be operational, and there have been no reported adverse effects on the patient.